Manufacturer narrative:
This lead remains implanted but not in use; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the routine device follow-up, this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 2,500 ohms, and no capture in any configuration. The physician planned to have the patient undergo a holter test and an echocardiogram to determine the next course of actions. No adverse patient effects were reported. The field representative later reported that after the physician reviewed the results of the holter test and echocardiogram, it was decided to deactivate the lv lead and continue with normal follow-ups.